Event description:
The customer reported being hospitalized for low blood glucose. It was also reported that the customer was found on the floor. Reviewed the prime history and found that the infusion set was changed five days prior to the event. Verified time/date, basals, and bolus history, and all of them were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.